Event description:
A customer reported that the quick bolus/wake button on their pump was difficult to press, requiring multiple attempts to activate the screen. Despite this, there was no adverse impact on the customer's blood glucose level. Technical support advised steps to troubleshoot the issue, but the pump screen remained unresponsive when not connected to a power source. As a solution, a replacement pump was sent to the customer, who was instructed to keep the pump plugged into the power source to use the screens until the new pump arrives. The customer was informed about returning the defective pump within 10 days using a prepaid label to avoid extra charges. Additionally, the customer needed to transfer their pump settings and connect their cgm to the replacement pump, for which they were provided guidance.